Manufacturer narrative:
Continued from d10: dtpa2q1 crt-d implanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was checked at the hospital due to suspected loss of capture, inappropriate pacing, and delivered high voltage therapy. The right ventricular (rv) lead capture was unable to be confirmed. The rv lead exhibited intermittent undersensing prior to ventricular fibrillation (vf) detection and high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead continued to exhibit intermittent undersensing triggered false termination arrhythmia in pr ogress in addition to fluctuating r-wave amplitude.

Manufacturer narrative:
Correction: h6 device codes (fdd/annex a):a070910 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.